Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned to conmed for evaluation. To date, this device has not been received for evaluation. A supplemental and final report will be filed upon the completion of the device evaluation and complaint investigation.

Event description:
The user facility reported during a rotator cuff repair the surgeon noticed the trap door was broken as the window did not work properly. The surgeon is unsure if this part broke off during cleaning or surgery, however, the broken piece was not in the patient's body. This caused a five minute surgical delay and the surgery was completed successfully using another suture hook. No patient or user injury/impact was reported. This report is raised as a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The device was returned to conmed for evaluation. Visual inspection of the used smi-02ap verified the trap door part of the suture passer was broken. A r&d engineer performed an evaluation and determined the actuator was broken. This is consistent with the upper jaw being bent back by applying a force to the upper jaw to open it beyond the travel allowed by the actuation mechanism. The force was greater than the actuator mechanism could withstand; therefore, it gave way and broke. This is a purchased finished device; therefore, manufacturing documents were unable to be reviewed. A two-year review of complaint history revealed a total of 6 similar events for this product family of which 4 were verified. In that same timeframe, (B)(4) units have been sold worldwide. A risk analysis was performed and the risk was found to be acceptable. This device malfunction is determined to be user related. The instructions for use advise the customer of the following when using this device. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Clean and sterilize before each use following the cleaning and sterilization guidelines for the suture passer. This incident type will continue to be monitored through the complaint system to assure patient and user safety.